Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was unable to increase the amplitude using his pt programmer. The pt had to press and hold the amplitude button a certain way in order for the programmer to work. A replacement programmer was sent to the pt. Attempts to determine if the issue was resolved were unsuccessful.